Event description:
Reporter called about his medline guardian walker. Reporter explained that the screws in his walker came loose. This then caused the bolt holding the wheel in place and the shaft on the walker to break. The reporter fell and injured himself.